Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during an esophageal procedure, the bravo capsule which failed to attach. There was nothing unusual about the patient or procedure, and an endoscopy had been performed prior to the procedure and was normal. There was no harm to the patient and no intervention was required. A repeat procedure was required. No other known adverse events were reported.

Manufacturer narrative:
Evaluation summary: one delivery system and one capsule were returned to medtronic for evaluation. The delivery system was investigated visually for external damage. The capsule was not attached to the delivery system. There were no signs of tissue or blood on the device and the delivery system was not bent. The emergency release was not implemented, the plunger was not broken and the capsule electrodes were visually acceptable. As the product was received, the device functioned according to specification, and the cause of the malfunction could not be determined. If information is provided in the future, a supplemental report will be issued.